Event description:
Procedure: radical prostatectomy reportedly, the surgeon noticed that there was a thread on the distal part of the superior jaw which seemed disassembled. When the surgeon withdrew the instrument a small part of the distal jaw fell inside the surgical cavity and could not be located.